Manufacturer narrative:
The full number for the product in question is bk020053 (january 27, 2003). Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the testing instrument in question. The immucor laboratory had previously tested retention product on (B)(6) 2018, which performed as expected at that time. The internal immucor record tracking number for this record is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported to immucor technical support, on behalf of a customer site, an unexpectedly negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6) 2018.